Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Date of event: unk. This product is manufactured in the u.s. But not marketed in the u.s.. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.0/+2.0/107 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6)2021 the lens was exchanged with a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown and other.